Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During external visual inspection of the cycler, peeling paint was identified on the heater tray. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks found during the removal of the test cassette. The cycler underwent and passed a patient sensor check and a mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on (B)(6) 2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovering the fluid leak, an m31 air detected in cassette alarm had occurred. The patient was in drain 4 of 4 when the alarm went off. Ts advised they stop the treatment and perform a stat drain on the cycler. The patient was able to complete their full treatment. When the cycler door was opened to remove the cassette, ¿a teaspoon¿ of fluid was observed within the cassette compartment. No damage was identified on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed the patient was trained to perform manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (type, dose, and route unknown). The patient took the antibiotics for 3 days and did not develop any signs or symptoms of peritonitis. It was confirmed the replacement cycler was received, and the old cycler was returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovering the fluid leak, an m31 air detected in cassette alarm had occurred. The patient was in drain 4 of 4 when the alarm went off. Ts advised they stop the treatment and perform a stat drain on the cycler. The patient was able to complete their full treatment. When the cycler door was opened to remove the cassette, ¿a teaspoon¿ of fluid was observed within the cassette compartment. No damage was identified on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed the patient was trained to perform manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (type, dose, and route unknown). The patient took the antibiotics for 3 days and did not develop any signs or symptoms of peritonitis. It was confirmed the replacement cycler was received, and the old cycler was returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as it was reportedly discarded.